Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead showed varying impedances over the last year. When implanted, impedance increased then decreased within days. Thresholds also increased over time. The lead remains in use. No patient complications have been reported as a result of this event.